Event description:
Customer reported that a pump alarm occurred, specifically alarm 20, while it was in use. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer if levels exceeded 500 mg/dl. Customer was unable to resume insulin therapy as the cartridge alarm reoccurred even after assistance from technical support, who then decided to replace the faulty pump. The customer plans to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode and return it within 10 days using a prepaid label. Customer understood and acknowledged all instructions.